Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-16842. It was reported that the patient underwent surgical intervention on (B)(6) 2022 due to fluid being in the ipg port. The patient was also experiencing ineffective stimulation. The ipg and lead were explanted and replaced.

Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned lead found minor damage (outer tubing breach) consistent with the explant procedure and that it passed output resistance and inter-channel continuity testing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.